Event description:
It was reported that during a laparoscopic gastric bypass procedure the doctor used a 60 mm endocutter device to perform the procedure. The doctor decided to first staple the jejunum. For this firing the doctor selected a white reload. During every firing stroke the doctor noticed significantly more resistance than normal. Nevertheless the staples were well formed. For creation of the new pouch of the stomach the doctor selected a blue reload. During the second and third firing cycle (both blue reload) the doctor again noticed more resistance than normal, but again the staples were well formed, so the doctor decided to go on with the echelon. For the fourth and final firing on the stomach to create the gastric pouch the doctor selected again a blue reload. After the third and final firing stroke, the knife blade did not return to the home position, so the doctor could not open the stapler and had to use the manual release button. After using the manual release button several times the knife blade did return to the home position and the doctor was able to open the stapler. The doctor inspected the staple line and found out that the inner staple row was not well formed. The doctor decided to over sew the staple line to prevent any patient consequences. The doctor decided to open a new device to finish the procedure. With the new device the doctor did not encounter any problems. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: what was the appearance of the malformed staples? Yes, the inner row of the staples was malformed, the surgeon decided to oversew the staple line, not patient consequences. Was there any damage to the tissue? If yes, how was this resolved? No. If buttressing material was utilized, which product was used? No. Was the instrument fired across or near an existing staple line or clip? No. If any unexpected noises were heard, when were they heard? No the analysis results showed that one device was returned with no visual non-conformances and with three ecr60b cartridge reloads present. Reload (a) was fully fired and with the pan partially engaged at proximal end. The reloads (b) and (c) were received fully fired and in good visual condition. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. In addition the returned reloads were disassembled to verify the condition of the internal components and no anomalies were noted. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.